Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated on synchron lxi 725 clinical system for six patients. The results were reported out of the laboratory. Subsequent testing on an alternate system produced results within the normal reference range. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples are li heparin plasma that were centrifuged for 10 minutes at room temperature. Qc prior to and after the event on (B)(4) 2010 was within the customer's established ranges, but qc on (B)(4) 2010 was out of range high. System checks were performed on (B)(4)2010, (B)(4) 2010, and (B)(4) 2010. The results were within the specifications. A field service engineer (fse) was on site on (B)(4) 2010. Fse replaced and adjusted a few parts and performed a 50 replicate wash buffer blank test which produced one flier. Fse was on site again on (B)(4) 2010. Fse replaced, cleaned, and verified some more parts. Although hardware issues were addressed, a definitive root cause for the event has not been determined to date.